Event description:
It was reported that the gastrointestinal videoscope experienced a moisture fault shortly after the start of the examination. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the c-cover has foreign objects. Based on the results of the investigation, olympus confirmed foreign objects on the c-cover of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, and since the device malfunction "moisture fault" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.